Event description:
It was reported that the patient has high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient is experiencing voice alteration with stimulation.